Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor assembly. Displacement test was note performed due to motor anomaly. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at the display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.